Event description:
It was reported that the temporary pacing lead came loose from the external stimulator while moving the patient. The temporary pacing lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date and PMA/510k cannot be determined.(B)(4).